Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's touchscreen display was alternating in color from blue to green in the upper right corner. No impact to the customer's blood glucose. Further information regarding the issue could not be obtained.